Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The customer stated that a defective wash probe had been installed on the instrument. The fse replaced the wash probe. System was verified and returned to full functionality. The failure mode of this event was a defective wash probe. The beckman coulter internal identifier for this event is case (B)(4).

Event description:
The customer reported several events of erroneous results on multiple assays (afp, vitamin b12, br15-3ag, cortisol, ferritin, tsh3, folw, testosterone, tpoab, shbg, snse2, prl, hcg5, cea, psa-hyb, gi19-9ag and hstni) on their unicel dxi 800 access immunoassay analyser. On the date of the event, on (B)(6) 2019, data provided shows cea quality control (qc) failure. No issues were reported with other assay qc results. No issues with sample integrity were reported by the customer. For all patients (except one patient, see below) with erroneous results, there was no report of an injury or illness to the patient attributable to the output from the device in this event. One patient was admitted to the hospital due to a negative troponin result. However, the patient had been clinically symptomatic. Therefore, a later control of the troponin was made, which was then higher (about 30 ng/ml, oral communication from the sender), so later a heart catheter was performed and a coronary artery disease was diagnosed.